Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. F6/f8-should have been left blankh6 impact code 4627 changed to 4629.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 64-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported after the implant the, the patient's distal flow was sluggish and external fem-fem bypass was placed. After five days of support patient developed limb ischemia and a thrombectomy was performed that was partially successful. The decision was made to replace the impella cp with an impella 5.5. The patient was reported as stable.